Event description:
It was reported that the customer had blood glucose levels of 500mg/dl. The customer also had issues with bent cannulas, and differences between their sensor glucose and blood glucose levels. Sensor glucose level 60. Blood glucose level 150mg/dl. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.